Event description:
It was reported that the pump touch screen was dim, flashing yellow, and nonfunctional. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.